Event description:
A patient reports undergoing cataract surgery with implantation of the crystalens in one eye. Postoperatively the patient developed a "wrinkle in the membrane" (presumably epiretinal membrane/macular pucker) which her ophthalmologist plans to treat with a laser. The pt also reports excellent distance vision (20/15), however, her near vision is blurry. Preoperative status not provided for comparison. No device identifier provided. Additional information has been requested.